Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device intermittently would not go to the next screen when the stocking the station, system stated please close door and will not move to the next screen. A field service engineer was unable to replicate the site with the hardware test application or the application and suspected latch issue as it did not detect the door closing from customer statements. A field service engineer applied grease to fix the latches and tested. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that using the pyxis cii safe system intermittently would not go to the next screen when stocking the station; the system stated please close the door and would not move to the next screen. The customer stated that they had multiple error warnings indicating "please close the door" when restocking the refrigerator. The customer stated that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.